Event description:
It was reported that a balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ monorail was selected and advanced to treat the target lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A stopcock was returned attached to the hub of the device. An examination of the balloon identified no tears or holes in the balloon material. The returned device was attached to an encore inflation unit and the balloon was able to be inflated to its rated burst pressure of 12 atmospheres and maintained pressure with no leaks noted. The balloon inflated and deflated successfully. The encore inflation unit was verified before and after use using a calibrated pressure gauge. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/2.25 flextome cutting balloon monorail was selected and advanced to treat the target lesion. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).